Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the mother of a customer called to complain that their son had a lost sensor alert. The customer's blood glucose was 117 mg/dl. The customer stated that they had the sensor on the patient's buttocks. The customer was advised that the sensor had to be inserted around the abdomen. The paramedics were called but did not treat the patient because his blood glucose was at normal levels. The customer was taught the proper placement of the sensor and was shipped additional sensors. No further information was provided.